Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was inserted without difficulty. The physician twisted the device medially and achieved mark. The physician continued to insert the device and a pop or crack was heard. The device could not be removed and the pt was taken to surgery. It was reported that the vascular surgeon used force to removed the device. He then did a cut down and a patch graft put into place. The pt recovered without further incident.